Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1418. It was reported the pt was not receiving effective stimulation in her left foot. She was receiving stimulation in her right foot. Her physician replaced her leads with new ones. Post-operative the pt was still not receiving effective stimulation in her left foot. She was receiving stimulation in her hips. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.